Event description:
Dealer called stating that the pivot slide tube (part of the foot rest) on the tdxsp power chair allegedly keeps breaking. Quote #(B)(4) issued for steel replacement part. No injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxsp, serial number/date (B)(4) is approximately 3 years old. The owner's manual part number 1143190 rev g (jan-09), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's preexisting medical condition states that he has a lot of tone and does not have full control of his body functions. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that he is ordering replacement pivot slide tubes in steel on quote #(B)(4). Consumer keeps breaking the pivot slide tubes due to not have complete control of his body. Consumer tdxsp power chair cannot be utilized right now and he is currently using a chair that he received from school. The malfunction has not been confirmed.